Event description:
During a percutaneous transluminal angioplasty to the iliac artery there was difficulty in inflating balloon. This was a type b lesion measuring 40 mm in length with mild tortuosity and calcification. The product was prepped per the instruction for use and there were no anomalies noted. The physician inserted balloon over the guidewire and proceeded towards the lesion without difficulties reported. An indeflator was attached and balloon was inflated however it would not inflate. The balloon was retreived and replaced by another balloon. Using the same indeflator second balloon finish procedure successfully. There was no balloon leakage observed. There was no reported pt injury. This product has been returned for eval and testing, however the engineer's report is not yet complete. Additonal info will be sent within 30 days upon receipt.